Event description:
Noise present on ff iegm only during inappropriate vf recording due to intermittent twos. One inappropriate shock was provided and twos was addressed through programming recommendations. Rv lead to be followed for noise seen on ff iegm. Rv shock impedance has been within range of 46 ohms since implant, and thresholds have been stable at 0.6mv, but patient has noted low r-waves of 3mv since implant.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the received ICD data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data were analyzed. The inspection confirmed the clinical observation. A shock was delivered as a result of twos and noise was noted on the ff channel. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The received data confirmed the clinical observation. However, based on the information available for analysis, no further insights can be obtained. Should further information become available this case will be updated.